Event description:
The user facility reported that the tube of the lens-cleaning sheath was torn during a therapeutic laparoscopic cholecystectomy procedure, and the distal end fell into the pt body cavity. The physician was said to have recovered the distal end.

Manufacturer narrative:
Olympus medical system corp followed up with the user facility and was informed that the users noted that the distal tip of the cleaning sheath was missing when they were closing the trocar site, however they could not determine the location. Sometime following the procedure, the pt reportedly complained of pain. An x-ray was performed the following day and reportedly revealed an unspecified injury to the pt's bowel, and confirmed the presence of a foreign object inside the pt cavity. The foreign object was subsequently retrieved from the pt using an unspecified instrument and was determined to be the distal tip of the lens cleaning sheath. The hosp concluded that the cause of the pt's pain was due to an unspecified bowel injury sustained during the procedure, most likely due to the trocar. The pt was released from the hosp, was said to be recovering favorably. The lens-cleaning sheath was returned to the original equipment MFR for evaluation. The evaluation confirmed the presence of a complete circumferential tear in the lens-cleaning sheath tube, and that the distal end of the sheath had separated from the device. There were several cuts near the detached portion of the tube. Olympus concluded that the separation of the distal end of the cleaning sheath possibly occurred when the user withdraw the videoscope and the lens cleaning sheath simultaneously over the end of the trocar. This medical device report is being filed in an abundance of caution.